Event description:
The customer observed bent r2 probe with no errors or notification or alarms. The issue occurred on the alinity ci-series scm module, serial number (B)(6). The alinity ci-series system software v3.6.0 , list number 04v20-27. There was no impact to patient management.

Manufacturer narrative:
Investigation into this issue found this incident was impacted by an issue identified in alinity ci system software 3.6.1 and lower where when the alinity c processing module may have a r1 or r2 pipettor probe movement restriction but not report the expected message codes 5744- r1 pipettor movement restricted at (0) position (1) and 5745- r2 pipettor movement restricted at (0) position (1). In this case, the r1 or r2 pipettor probe may be bent. The issue has the potential to generate incorrect results. A product correction letter was issued on 13nov2025 to all alinity customers who have installed alinity c processing modules, notifying them of the issue. The product correction letter also provides the necessary steps to take if the potential issue is observed until they receive the mandatory upgrade of alinity ci-series system software version 3.7.0. Abbott is releasing alinity ci software version 3.7.0 to correct the issue and enhance the overall system. Root cause investigation is ongoing and the outcome of the investigation will be communicated through rcr # 3016438761-11192025/c/1.